Event description:
Medtronic received information that pacing support was needed during a transcatheter bioprosthetic valve-in-valve procedure for an unspecified conduction disturbance. A permanent pacemaker was implanted the following day. No subsequent adverse patient effects were reported. A separate report has been filed for the valve-in-valve procedure.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
Conclusion: a device history review for valve is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances are known potential adverse effects, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.